Manufacturer narrative:
Additional information: event site postal code: add: (B)(4). The product was returned with the membrane completely unfolded and blood on the exterior of the catheter with the extender tubing attached. Two kinks were found on the catheter tubing near the y-fitting approximately 74.9 cm and 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, inner lumen, extracorporeal, and extender tubing was performed and no leaks were detected. The returned condition of the product indicates that the reported problem resulted from a condition known as ¿channeling¿. Arterial blood under pressure may run the length of the folds in the balloon membrane and drip or be expelled under arterial pressure from the balloon/catheter junction. This "channeling" is not a leak and will diminish as the iab catheter is inserted. A device and lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. The initial reporter named is a getinge employee whose contact details are: (B)(6); which differs from that of the event site. Reference complaint # (B)(4).

Event description:
It was reported that during the investigation of the device involved in complaint number (B)(4). A kink was found that was unrelated to the reported leak failure mode. There was no patient involvement.